Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was at 20 mg/dl. The customer called the paramedics and was hospitalized on (B)(6) 2014. The customer is not using the insulin pump and declined trouble shooting the pump. The customer stated that they are not feeling well, but when he feels better he will call back and trouble shoot the device. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.